Event description:
It was reported that guidewire coating issue was encountered. The patient presented for percutaneous transluminal angioplasty (pta). The target lesion was located in the renal artery. A 135cm transend guidewire was advanced for treatment; however, during the procedure, the guidewire coating came off. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that guidewire coating issue was encountered. The patient presented for percutaneous transluminal angioplasty (pta). The target lesion was located in the renal artery. A 135cm transend guidewire was advanced for treatment; however, during the procedure, the guidewire coating came off. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned device was inspected and was found kinked at the distal end. No other issues were observed. Under microscope, no issues with the coating were observed. The device was soaked in a saline solution in order to activate the coating at the distal section. When the coating was activated, no issues were identified. The outer diameter of distal tip, middle of the device, and proximal section were within specifications.